Event description:
It was reported the patient's atrial lead exhibited a loss of sensing due to the lead being dislodged. The patient's physician reprogrammed the discrimination mode. No further intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).